Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with no reported malfunction on pump. The customer reported blood glucose value of 20 mg/dl. The customer visited emergency room with emergency medical service treatment and then admitted to hospital in which they treated with intravenous insulin infusion. The event involved product(s) mmt-1884, mmt-332a, and mmt-243a. Troubleshooting was performed and the customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-332a. No product return is required for mmt-243a.

Event description:
Updated summary: customer doesn't experience harm hypoglycemia with IV insulin drip (intravenous insulin infusion) treatment.

Manufacturer narrative:
Additional information has been received from medical review team which was not included in the initial report. The corrected information has been provided in section b5, h6(hecc, heic as removed 1912/t003 w.r.t. Customer doesn't experience harm hypoglycemia with IV insulin drip (intravenous insulin infusion) treatment.) With this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.